Manufacturer narrative:
Hologic informed customer that use of an aptima unisex swab specimen collection kit for endocervical and male urethral swab specimens after the expiration date was considered off label use and that expired kits should be discarded. Hologic performed a risk assessment for this issue and determined that as a sample was collected in an expired sample transfer tube, there is a potential risk for a false negative result due to inadequate sample lysis and/or inadequate ph buffering. Hologic has not been informed of any adverse patient outcomes related to this issue. H3 other text : other.

Event description:
On (B)(6) 2026, customer reported that a sample was collected on (B)(6) 2026, with an aptima unisex swab specimen collection kit for endocervical and male urethral swab specimens that had expired on january 31, 2026. Customer noted the affected sample was sent out for testing with the aptima combo 2 assay and indicated other samples may have been collected in expired kits and sent for testing as well. Customer was unsure how many samples may be affected. Customer did not provide lot information as they had discarded affected tubes. Customer did not report any issues with sample results and did not provide further information on patient information/treatment or results reporting. Hologic has not been informed of any adverse patient outcomes related to this issue.